Event description:
It was reported that the patient expired. Vt event was recorded. Patient returned to sinus. Several minutes later, therapy was delivered due to noise. There is no allegation from a health professional that the death was related to the device. The cause of death was reported as unknown. No further information is available at this time.

Manufacturer narrative:
The device was tested on the bench and our automated testing equipment and was found to be normal. All device specifications were met. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.